Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. The most probable root cause of this complaint will be considered design limitations. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. A CAPA has been initiated to address this issue.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician had selected a 2.5x12mm taxus express2 drug eluting stent (des) to treat an unk lesion. At an unspecified time during the procedure, the stent strut was noticed to be "lifted up". The procedure was completed with another 2.5x12mm taxus express2 des. There were no pt complications reported with the pt's current condition listed as "good". Add'l info was requested, but is not available.